Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was no power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/30/2016 with the following findings:a review of the black box showed no power issues. The battery compartment was cracked alongside the pump. The battery cap threads were stripped. The battery cap was missing the hub and the spring. The pump was unable to power on with the returned battery cap. A test cap was used for testing. The pump powered on correctly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with the test cap to find no further power issues. Unrelated to the original complaint, the display was dim with a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).